Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Crimping and implanting a valve in the incorrect orientation (inverted) will result in significant and immediate hemodynamic compromise. This represents a surgical emergency for which intervention must be performed urgently to prevent death. The complaint for valve deployed in the incorrect orientation was unable to be confirmed as relevant imagery was not provided for evaluation. A review lot history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, the 23mm sapien 3 ultra valve was crimped upside down for an aortic case. Both crimper and implanter missed to identify the thv orientation and deployed the first valve. Procedure training manual instructs to verify thv orientation prior to inserting the delivery system into the sheath. In this case, both the nurse who crimped the valve, and the operating physician, failed to identify that the valve was crimped in incorrect orientation. As such, available information suggests that procedural factors (failure to identify incorrect orientation of thv) may have contributed to the event. Since no labeling or IFU/training inadequacies were identified, a product risk assessment (pra) and corrective/preventive action are not required. However, per management discretion, a pra was initiated for the reported event as it was associated with a critical severity. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in dubia that during a 23mm sapien 3 ultra case by transfemoral approach in aortic position, the valve was implanted in the incorrect orientation. As reported, the 23mm valve was crimped upside down for an aortic case. Both crimper and implanter did not identify the thv orientation and deployed the valve in the aortic annulus. That caused complete drop in blood pressure. The crimp nurse realized after valve implantation when the blood pressure dropped, immediately after the deployment. Once it was noticed, the back-up valve was immediately deployed while continuing the CPR. However, although implanting the 2nd valve, the patient did not recover. Unfortunately, the patient expired.